Manufacturer narrative:
Method: ECG was reviewed for this incident. Conclusion: ECG morphology changed during the incident, no shocks were advised, however, eventually shocks were delivered.

Event description:
Device delayed shock decision. Duplicate issue to support (B) (4). (B) (4).